Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a "device not detected on bus" error. The customer attempted to recover the failed drawer; however, a "requires maintenance" message was displayed. The customer rebooted the device and additionally shut down the station by unplugging the power cord for 2-5 minutes before restoring power. Despite these actions, the drawer could not be recovered and the issue persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets in row b on the half-height drawer 5.1 in the main unit were not detected on the bus. A field service engineer (fse) examined all connections and discovered that the tray was disconnected from the row ribbon cable, then removed the pockets and trays from rows a, b, and c, re-seated the connection for row b, and reinserted all trays and pockets. The fse also tightened all associated screws on the latch mount and hard stop assembly, after which service was successfully restored. The system functioned as intended after the field service engineer repaired the device.